Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified spine surgery, it was observed that the attachment locking mechanism of the motor device was not functioning properly as the attachment device fell out during use. It was reported that the surgeon was able to catch the attachment device and nothing fell in the patient. There was a delay to the surgical procedure. However, the duration of the delay was unknown. Identical spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the nose tube was coming unscrewed due to corrosion on the threads. Therefore, the reported condition was confirmed. It was determined that this was due to not following the emersion / sterilizations properly, which is a failure to follow the directions for use. The assignable root cause was determined to be component damage caused by misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.